Event description:
Discrepant results reported for two different assays. Two patient examples were provided: patient 1 initial glucose result 1237 mg/dl; repeat gave 112 mg/dl. Patient 2, initial creatinine result 15.9 mg/dl; repeat gave 1.1 mg/dl. The only erroneous result reported was the creatinine, the patient was not adversely affected. The field service representative found a problem with the rinse mechanism and r2 probe. He repaired the rinse mechanism and adjusted the r2 probe. Performance tests were performed and within specification.